Event description:
The customer contact reported the device was able to be programmed while the lockout switch was in the locked position. The device was returned to the biomedcial department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. During testing at the user facility, the device was able to be programmed while the lockout switch was in the locked position. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.